Manufacturer narrative:
The impella lp2.5 has not yet been returned for evaluation, upon the return of the product and the completion of the evaluation a supplemental MDR will be submitted.

Event description:
The complainant reported that on (B)(6) 2018 an impella lp2.5 was placed in the left femoral artery of a (B)(6) year old female patient. On (B)(6) 2018 lower limb ischemia was seen on the patient's left lower extremity. The lower limb was then flexed from the side tube of the ECMO and the circulation of the lower then improved. It was reported that then lower extremity compartment syndrome developed. The patient then underwent a telesurgery to resolve the issue. The patient was supported for 146.42 hours until patient care was withdrawn and the patient expired.

Manufacturer narrative:
The impella 2.5 pump was not returned for evaluation. The data logs was received and evaluated, no further information was found that could show the impella device contributed to limb ischemia.